Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high pacing impedance was observed on the right ventricular lead. The physician completed the procedure using a new lead and there were no patient consequences.

Manufacturer narrative:
A complete lead was returned for analysis.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Additional information indicates that high pacing thresholds were also observed during implant.